Event description:
The user facility reported for an automated impella controller (aic) that the aic was received from preventive maintenance service in a damaged shipping box. The biomed requested that the aic be evaluated for potential damage. There was no patient involvement or harm.

Manufacturer narrative:
The investigation for the reported packaging issue has been completed. The product was returned, and the issue was confirmed. Data analysis: upon reviewing the aic logs, no particular records pointed toward any aic-related issue. Device analysis: the console was tested on an engineering lab bench. No damage to the console ic2553 hardware was found. Per the results of the clinical review and investigation, the root cause was determined to be a damaged package. This report is being filed as part of a retrospective review of historical records.